Event description:
In a journal article the authors presented the results of a study to evaluate the outcomes of cataract extraction by phacoemulsification with intraocular lens (iol) implantation in primary angle-closure suspects (pacs), primary angle closure (pac) and primary angle-closure glaucoma (pacg) with cataracts. Eighty-six pts were enrolled in this study between january and december 2012. Foldable intraocular lenses (iol) from three manufacturers were used in this study, but it is unk which events occurred with the lens from this reporting MFR. The following events occurred during the procedures: thirty two eyes showed different degrees of corneal edema which resolved within one week after drug treatment, six eyes developed an increase in intraocular pressure (iop) which was treated with local and systemic drug treatment, and eight eyes had ips treated with local drug treatment only. In summary, the authors reported that phacoemulsification has good efficacy in pac with cataract and pacg with angle closure less than three-fourths. It improves visual acuity and helps to control intraocular pressure. Surgical operation should be specific. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. Zeng k, feng qg, lin bt, et al. Phacoemulsification with intraocular lens implantation in primary angle-closure suspect, primary angle closure and primary angle-closure glaucoma with cataract. Guouji ynake zazhi (int eye sci) 2013; 13(8): 1606:1610. (B)(4).